Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Implant date: unk. Explant date:unk. Device manufacturing date: unk, no serial numbers reported. (B)(4).

Event description:
On 03 july 2019 we received notification of an article published in czech and slovak journal of ophthalmology entitled, 'incidence of cataract following implantation of posterior- chamber phakic lens icl (implantable collamer lens) long term results.' The article analyzes the results of icl implantation in 34 patients from 1998 to 2013. The article references opacities affecting visual acuity in 10 eyes. Incipient anterior subcapsular opacities in connection with a deterioration of bcva by at least 2 rows in 3 myopic eyes. Progressing cataract pronouncedly reducing vision in 7 eyes (5 myopic eyes and 2 hypermetropic), for which explantation of the icl and cataract surgery with implantation of pc iol was performed. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
On 03 july 2019 we received notification of an article published in czech and slovak journal of ophthalmology entitled, 'incidence of cataract following implantation of posterior- chamber phakic lens icl (implantable collamer lens) long term results.' The article analyzes the results of icl implantation in 34 patients from 1998 to 2013. The article references incipient anterior subcapsular opacities in connection with a deterioration of bcva by at least 2 rows in 3 myopic eyes. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted. Icm v4 used for myopia, ticm v4 used for astigmatism. Claim#: (B)(4).

Manufacturer narrative:
Outcomes attributed to adverse event corrected to other serious in initial MDR. Common device name phakic intraocular lens, product code: mta & phakic toric intraocular lens, product code: qcb. Patient code 3191 not applicable in initial MDR. Claim#: (B)(4).